Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated they received questionable results for five patient samples tested with multiple assays. These samples had discrepant results for some tests. Testing was performed on three different systems, a cobas 8000 ise module (c8kise), a cobas 8000 c 502 module, and a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. Samples were manually centrifuged and processed on a cobas p612 pre-analytics system prior to testing on the c8kise, c 502, and e 801 analyzers. The affected assays include: ca2 calcium gen.2, tp2 total protein gen.2, ise indirect na, k, ci for gen.2, ureal urea/bun, creatinine, ferritin, bilt3 bilirubin total gen.3, alt, ft4, ggt-2 ¿-glutamyltransferase ver.2 standardized against ifcc / szasz, ldhi2 lactate dehydrogenase acc. To ifcc ver.2, and the elecsys tsh assay. Roche manufactures two creatinine assays, crep2 creatinine plus ver.2 and crej2 creatinine jaffé gen.2. It is not known which creatinine assay was used. Roche manufactures two ferritin assays, ferr4 tina-quant ferritin gen.4 for use on the c 502 analyzer and elecsys ferritin for use on the e 801 analyzer. It is not known which ferritin assay was used. Roche manufactures two alt assays, altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation and alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation. It is not known which alt assay was used. Roche manufactures two ft4 assays, the elecsys ft4 ii assay and the elecsys ft4 iii assay. It is not known which ft4 assay was used. This medwatch will apply to the c 502 analyzer. Please refer to the medwatch with patient identifier (B)(4) for information related to the cobas 8000 ise module and refer to the medwatch with patient identifier (B)(4) for information related to the e 801 analyzer. Refer to the attachment for all patient data. Unless otherwise listed, no units of measure were provided. Lot numbers and expiration dates for the affected reagents were requested, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.